Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that the patient experienced loss of therapy due to lead migration following a bicycle accident. To address the issue, both leads were replaced via surgical intervention on (B)(6) 2024 (related manufacturer reference number: 1627487-2024-09841). Therapy restored post-op.